Event description:
It was reported that a pump had no audio. It was also reported that there was no pt involvement.

Manufacturer narrative:
MFR ref #: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom of no audio caused by a loose connection on the input/output printed circuit board. The connection was secured to restore audio.